Event description:
Per an email from the customer: "I will be sending you a blood bag with tubing attached that ruptured close to the end of the infusion and blood went everywhere. It looks like it ruptured where the soft part of the tubing begins in the pump." Customer noted set would have been connected to a maxplus clear needless connector. There was no report of pt har or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.